Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with an unexpected restart error. The patient's blood glucose at the time of incident was 186 mg/dl. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either, nor did the alarm occur shortly after inserting a new battery. The unexpected restart alarm was recurring during normal use. The insulin pump also alarmed with a constant tone during a bolus attempt. The alarm would not clear by pressing esc or act. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery, self-test and a21 tests. No unexpected a13, a17, a21 or a45 error alarms noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm, constant tone or blank display noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.